Event description:
It was reported that the patient's right ventricular (rv) and right atrial (ra) leads were explanted and replaced due to dislodgement. No patient symptoms were reported.

Event description:
New information received notes that the patient visited the clinic on (B)(6) 2025 due to palpitation at rest causing the patient to not sleep. The right atrial (ra) lead exhibited non-capture at high capture threshold. Chest x-ray imaging performed on the (B)(6) 2025 revealed the ra lead dislodgement. Meanwhile the right ventricular (rv) lead had lack of lead slack. The patient was uncomfortable but stable.